Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received ongoing, intermittent cartridge alarm 19s while loading multiple cartridges. The customer's blood glucose was 130 mg/dl. After the most recent alarm, the customer was able to successfully load the cartridge and was to use the pump for insulin therapy.